Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Stickers on cover indicated device was from (B)(6), but repair order indicated device was from (B)(6) hospital. Performed an item instance check on serial number and ownership was indeed (B)(6) hospital. The root cause of the reported issue was found to be the cover from another customer unit was installed on this device. Service line clearance issue. Actions were taken to mitigate the reported issue: replaced with new case and device was then tested and it passed all functional tests. A different customer's cover was placed on this device.

Event description:
It was reported that the device was repaired recently but sent to them with a cover with stickers from a different facility. No patient injury was reported.